Event description:
A nurse reported that during combined cataract/vitrectomy surgery, the device displayed a system message. The cassette was replaced by a posterior segment cassette in an effort to troubleshoot. The message persisted and the surgeon decided to interrupt and cancel the surgery before the start of the posterior segment procedure since it was believed that his postponement would present no risk to the pt. The surgery posterior segment surgery was rescheduled for (B)(6) 2011. Several attempts have been made to obtain add'l info, but none was provided.

Manufacturer narrative:
The company rep examined the system and could not duplicate the customer reported problem. The system was then tested and met product specs. No samples were returned for eval. The root cause is unk. (B)(4).